Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised due to an unknown reason on (B)(6) 2020. Unknown device were explanted. Locking screws, ø36/+3 humeral cup and ø36 glenosphere were implanted. No further information available.